Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the caller with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.